Event description:
Spoke with the consumer who could not provide any product information from the box because it was discarded. Stated, he does not have samples. Cl from: product complaints <productcomplaints@bd.com> sent: monday, may 27, 2024 10:17 am to: product complaints <productcomplaints@embecta.com> subject: fw: help I have been recently using the bd nano pro ultra fine needles. I have three occasions where the needle was not testing right. The most recent time was yesterday. A small test bubble came out. I proceeded to inject the insulin. Upon completion the insulin squirted all over my leg as if it was not being injected properly. This is cause for concern. Please call me at

Manufacturer narrative:
3 pen needle units impacted by this event. See attachment for completed medwatch section c.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to h6 (investigation type and investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.